Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition of ¿not running at assigned rate¿ was not verified as the evaluator inadvertently did not evaluate for the reported symptom. The device is no longer in its as received condition and the opportunity to evaluate is lost. The device will be required to pass all testing prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced not running at assigned rate during testing. There was no patient involvement. No additional information is available.